Event description:
It was reported that: standard practice is to use an induction room and then bring pt into the operating room. The pt was intubated. In the operating room, initial end tidal carbon dioxide readings were 90 mmhg. End tidal carbon dioxide was reduced to 45 mmhg by changing ventilator parameters. Manual hyperventilation got it down to 37 mmgh. The pt was switched to a transport circuit using auxiliary 02 which reduced the carbon dioxide further. The surgical procedure was completed using the transport circuit. After the procedure, the pt was ventilated by the anesthesia machine for approx 3 mins. Carbon dioxide readings remained normal.